Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under (B)(4).

Event description:
It was reported that an atrial fibrillation (afib) was completed successfully; however, in the post case completion it was identified the patient had experienced a stroke. The patient had three small embolic events on MRI. The patient has been left with vision impairment (double vision) when looking up and down. Otherwise the patient was functionally well. The physician did not suspect the catheter contributed in this adverse event. There were no alerts, errors and nothing unusual noted during the case. Multiple attempts were done to request for further details of this event. However, no additional information has been provided.